Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while in use on a patient, the anesthesia workstation switched to manual ventilation mode without user interaction. There was no patient harm reported. (B)(4).

Manufacturer narrative:
We have not received any information about the status of the anesthesia workstation after the event. We are not aware of any repair or replaced parts. The distributor technician who was at the hospital and investigated the anesthesia workstation was not able to find any technical issues with the anesthesia workstation. The device logs gave been received and the internal event log contains alarms showing that there were leakages during the case. There were also high inspiratory volumes, low expiratory volumes and low pressures. The co2 and o2 values were normal. There are no recordings in the technical log and the system check out and leakage checks prior to the event passed successfully. The clinical alarms generated during the case were generated in automatic ventilation mode, and the reported issue with difficulties to get the manual breathing bag filled in manual ventilation mode cannot be confirmed in the logs. Our conclusion into this matter is that leakages in the breathing circuit contributed to the reported event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer's ref #:(B)(4).